Manufacturer narrative:
This was initially reported on the summary report dated 6/30/2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. The causes of death were reported as advanced atherosclerotic disease, coronary artery disease with myocardial infarction and ischemic congestive heart failure.